Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to infection. Reportedly, the patient had a lead fracture, a subclavian crush. There was no additional adverse patient effects were reported. This ra lead was explanted.